Event description:
It was reported that during the operation, the drill bit broke. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The drill bit was analyzed for conformance to print specifications and the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The cross section of the broken surface shows no irregularities. Therefore, we have to assume that too much mechanical force well beyond its calculated design has been applied during insertion, which resulted in the breakage of the tip. We are not aware of any similar occurrence regarding to this lot number. It should be noted that blunt drill bits require more mechanical power during the application. It is therefore recommended that blunt or damaged instruments be exchanged before surgery. No product fault could be detected. This complaint is invalid from a manufacturing standpoint.